Event description:
It was reported that, "screws inserted, rod inserted, blockers inserted (provisionally tightened), derotation maneuver, provisionally tightened. Insertion tubes were used to perform a dvr along with final torque wrench. During derotation, the screw head popped off. Blockers, rod and screw were removed. Screw replaced. One new screw, same rod and 6 new blockers were inserted and final tightened."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.